Manufacturer narrative:
Exact date unknown, event occurred in the last few months from the date the manufacturer was made aware.

Event description:
It was reported that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.